Manufacturer narrative:
The patient¿s weight was requested, however was reported as being unknown. Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/ or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered via a flex dose rate of 750.7 mcg/day as of (B)(6) 2016. The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen (2000 mcg/ml at 750.7 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 19-jan-2017 it was reported that a pump motor stall was seen on initial interrogation. The patient did not recently have an MRI. The motor stall occurred on (B)(6) 2017. Additional information was received from a consumer via company representative and it was reported that the pump alarm and motor stall occurred on (B)(6) 2017 at 7:22 am with no motor stall recovery recorded in the logs. The patient¿s spasticity worsened. The pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.